Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin came out from the tip of the reported reservoir without permission more than once. Blood glucose was unknown. It was reported that the tip of the reservoir was not wet at the time of the call. The reservoir will be returned for analysis.